Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high" with trace ketones, however, specific blood glucose (bg) value was not provided. A manual insulin injection was used to address bg. Reportedly, the pump supplies were changed to address the issue.